Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 3.50 x 24 synergy drug-eluting stent was advanced; however, severe resistance was encountered. The device was removed from the patient's body and it was confirmed that the stent was lifted near the distal edge. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 3.5 x 24mm stent delivery system (sds) was returned. A visual examination found the stent was not returned on the device. A stent was returned detached and separated with stent struts extended and struts did not appear to be damaged or lifted. A visual examination of the balloon was performed and the balloon appeared to have been subjected to positive pressure, the balloon wings were out of the original folded position. The maximum crimped stent profile was measured and was within specification. A visual and tactile examination found a hypotube kink at 430mm from the distal end of strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found tip damage. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 3.50 x 24 synergy¿ drug-eluting stent was advanced; however, severe resistance was encountered. The device was removed from the patient's body and it was confirmed that the stent was lifted near the distal edge. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent detachment occurred outside the patient's body. After the device was removed from the patient's body, the physician deployed the stent to check if the stent had an issue.